Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend, of a patient who was implanted with a neurostimulator (ins). It was reported that patient's back feels like it is on fire right where the battery is. This was first noticed on and off since last weekend (year valid). Patient was redirected to their hcp.